Event description:
In 2009, the lay user/pt contacted lifescan alleging that the onetouch ultra2 meter is giving inaccurate readings. On february 2, 2009, this medical affairs specialist contacted the pt to clarify information obtained during the initial call. The pt tests her blood glucose 3 times per day and controls her diabetes with novolin 70/30 insulin. The pt indicates that she takes a set amount of insulin but will occasionally increase her insulin when her blood glucose is elevated. It is unclear as to when the reported issue began. At an unspecified time and date, the pt reported blood glucose results of "217 and 237 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 20% and/or <= 20 mg/dl, in addition, the pt compared her lfs meter readings with another meter. The pt reported blood glucose results of "217 and 237 mg/dl" with a lifescan meter and "117 mg/dl" on another meter, performed within 10 minutes of each other. Based on the statistical methodology, the calculated difference of these glucose readings results exceeds the expected value of <= 30% and/or <= 30 mg/dl. During the callback, the pt claims that she obtained an inaccurate high blood glucose reading of "299 mg/dl" during the night-time (unspecified date) before she went to bed. The pt usually eats a sandwich before going to bed to avoid any hypoglycemic episodes. However, the pt decided on her own accord not to eat based on the elevated reading she obtained on that night. Reportedly, the pt woke up feeling shaky and sweaty and obtained a blood glucose reading of "65 mg/dl" on the subject meter. The pt administered self-treatment with food/beverage and felt better sometime after. The pt felt that had she obtained her normal/accurate blood glucose reading at the time of concern she would have eaten her sandwich that night and prevented the aforementioned symptoms during the middle of the night. The pt's medication regimen has not been changed immediately before or after the reported incident. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. The control solution result passed. This complaint is being reported because the pt claimed she was hypoglycemic after she altered her food intake based on the alleged inaccurate high reading. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.